Event description:
It was reported that prior to an unknown procedure, that the nurse found a hole in the package of the device before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/15/08. Info anticipated, but unavailable at this time.